Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that after selecting a bur during a case, it would crash, presenting an internal error on the case information screen. A review of log files and system files was performed. Investigation of the system files found that the handpiecesettings.json file was corrupted. After correcting the file, the system was able to function properly. The most likely cause of the reported issue seems to be that the handpiecesettings.json file failed to properly close when data from a new handpiece was being written to it. This resulted in an incomplete data log and prevented the console from reading from or writing to the file. This is related to a known software defect which is currently unresolved. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted surgery, when plugging a handpiece into one (1) real intelligence cori, the screen froze and displayed a message to call robotic support. The issue occurred with multiple drills. The surgeon changed the surgical technique to manual. The procedure was resumed, after a non-significant delay. No injury was reported as a consequence of this issue.